Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for dialysis related issues, there were no reported allegations that the hospitalization was related to concerns with any fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023 the patient was hospitalized for peritonitis (characterized by abdominal pain). The nurse declined to provide any additional information about the event. However, the nurse indicated the peritonitis was not due to any issues with fresenius products.